Event description:
The handpiece was returned to the MFR for service, and during the eval an unk liquid came out of the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval a leaking condition was observed and then reported. A sample was collected from the device trigger. The product was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associate with this failure has been addressed. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.